Event description:
The customer reported the surgeon noticed white particles during polishing while in the I/a mode. They changed to another I/a handpiece and the surgeon noticed white particles again. They were able to remove most of the particles manually.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 10/05/2007.